Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not anticipated for this report. (B)(4).

Event description:
A purchaser reported that knives are noted to be dull on a recurring basis during cataract surgeries. Patient impact information is unknown.